Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the damage occurred due to a thermal/mechanical overload, improper handling. The use of excessive force. And/or a mechanical impact (such as from a fall, shock, or similar stress). Unfortunately, it cannot be determined with certainty, whether there was previous damage to the device or if the damage was caused during the last reprocessing or last use. The instructions for use (IFU) contains the following warning regarding this event: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope sheath's ceramic tip was broken. The issue occurred during reprocessing. There were no reports of patient harm.